Manufacturer narrative:
G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote balloon was advanced for dilation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.